Event description:
Manufacturer representative reported incorrect lead was replaced. Additional surgery was performed to replace the correct lead. Manufacturer rep reports pt is doing fine after second surgery. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.